Event description:
On (B)(6) 2011, patient was hospitalized for acute chf (cardiac heart failure) event. On (B)(6) 2011, patient who is known to present paroxystic complete av block, felt dizziness. A rhythm at 30 bpm was confirmed on the ECG showed. Upon device interrogation, noise oversensing was observed. During sensing tests, the physician noticed oversensing events at 125ms, that could be related the minute ventilation sensor (phd algorithm was programmed on). Therefore, she turned "phd" off. The patient was being continuously monitored since the reprogramming for several hours, and no pacing under the programmed basic rate was observed. A few days later, it was mentioned that the patient was still at the hospital because of an infection (not device related).

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.